Event description:
Customer was admitted as an inpatient to a hospital due to low blood glucose. Customer stated that she primed while being connected to the pump. Advised customer the importance to disconnect from pump while priming.